Event description:
Customer reports being unconscious with result of 78 mg/dl obtained on the aviva nano system. At 15 minutes prior customer had taken lantus and 6 units lipolog based on result of 170 mg/dl obtained on the compact plus system. Customer was treated with glucose by a medic. Requested return of suspect device.

Manufacturer narrative:
The event occurred in a foreign country. This medwatch report is for the suspect device used in aviva nano system (lot number and expiration date unk).